Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and family member regarding patient's implantable neurostimulator (ins). It was reported by friend/family member that patient was recently implanted a couple weeks ago and at first the device worked great for the first two weeks but now for the last couple of days it doesn't appear to be working at all. Caller states the patient was not urinating well, like patient was and has to use a catheter again and it appeared the retention had returned. Caller says that all of a sudden, the device just was not the same as it was. Prior to calling in, caller states that the patient had tried adjusting the amplitude and has put the amplitude up to 5.5 but turned it up to a point where it caused them discomfort and the stimulation was too strong. During call, patient had access to the patient programmer and synched showing stim was on. They had the ability to adjust however adjusting didn't resolve the symptoms. Patient and family member were redirected to follow up with the healthcare professional (hcp) to discuss changing programs if medically appropriate. No further complications were reported or anticipated.